Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This lead was explanted and a new atrial lead was placed. No additional adverse patient effects were reported.